Event description:
This catheter was being utilized for an abdominal aortography procedure with a femoral run-off when the catheter kinked between the shaft and the body. There was no reported injury to the pt.

Manufacturer narrative:
Test results: the two returned catheters were examined under 15 times magnification. The shafts of both catheters were twisted just below the strain relief sleeve. Since this device has a non-braided thin wall, this type of damage is usually seen when the device has been twisted or torqued excessively during a procedure.